Manufacturer narrative:
The device was returned due to a hematoma. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon investigation it was noted that the device pocket was experiencing swelling. The patient's implantable cardioverter defibrillator was explanted and they were noted to be stable throughout the procedure.